Event description:
A trilogy evo ventilator was returned to the manufacturer for evaluation. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a failure of the device to power on was observed. The device's power supply/power cord was replaced to address the issue. In addition, the fio2 tubing was replaced. Contamination was observed therefore the tubing, housing, filter(s)/filter cap, filter cover were replaced. The following parts were broken therefore were replaced, filter(s)/filter cap. As a part of service, the particulate filter was replaced. The technician confirmed that there was no problem found and replaced other there is no other information provided at this time. A request for additional information has been made to determine the actual failure or reason why other parts were repaired/replaced. A supplemental report will be filed if additional information becomes available at a later time.

Manufacturer narrative:
Previously reported by the manufacturer: a trilogy evo ventilator was returned to the manufacturer for evaluation. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a failure of the device to power on was observed. The device's power supply/power cord was replaced to address the issue. In addition, the fio2 tubing was replaced. Contamination was observed therefore the tubing, housing, filter(s)/filter cap, filter cover were replaced. The following parts were broken therefore were replaced, filter(s)/filter cap. As a part of service, the particulate filter was replaced. The technician confirmed that there was no problem found and replaced other. There is no other information provided at this time. A request for additional information has been made to determine the actual failure or reason why other parts were repaired/replaced. A supplemental report will be filed if additional information becomes available at a later time. New/ additional eval information: a request was made to gather additional information regarding the actual failure/repairs. A trilogy evo ventilator was returned to the manufacturer for evaluation. There was no harm or injury reported. During the evaluation of the trilogy evo at the manufacturer's service center, a failure of the device to power on (not charging while connected to the main power) was observed. The technician confirmed the system board power supply was faulty therefore, the device's power supply/power cord was replaced to address the issue. In addition, the fio2 tubing was replaced. Contamination (dust) was observed therefore the tubing, housing, filter(s)/filter cap, filter cover were replaced. The filter(s)/filter cap/cover was found to have deep scratches therefore was replaced. As a part of service, the particulate filter and inlet filter were replaced. H05 power cord was replaced to validate longevity between services. The technician confirmed that there were no actionable errors in error log. It was confirmed that the device ran overnight. No further faults/ errors were found. The unit was calibrated, confirmed to be working correctly and passed all test. The unit was decontaminated before leaving hrf repair bench for dispatch and was dispatched on default settings. Box h coding remains the same.